Event description:
During the procedure, there was an energy drop when the device was powered on. Afterwards,the generator stopped working. The procedure was cancelled and there was no adverse consequence to the patient.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.